Manufacturer narrative:
A follow up on (B)(6) 2015 indicated that the customer had no further issues with the luer lock connection. No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock disconnected from the infusion set. The reported event did not impact the customer's blood glucose level.